Manufacturer narrative:
Device model#, lot# and expiration date are unavailable as the site discarded the device. Device 510k number not available, since there is no model number available. Without device lot#, manufacture date cannot be determined. Site discarded device. No further evaluation possible.

Event description:
It was reported to a philips representative that a cardiac lead extraction procedure commenced to remove three leads: right atrial (ra), right ventricular (rv) and left ventricular (lv) due to bacteremia. Spectranetics glidelight device model 500-302 along with lead locking devices (lld) in each of the three leads were in use. The ra and rv leads were successfully extracted. However, when the lv lead was extracted, the patient's blood pressure dropped. Rescue efforts commenced, including a sternotomy. After the patient's chest was opened it was determined that there was a tear in the right atrium/coronary sinus ostial junction. They were unable to surgically repair the tear and the patient did not survive the procedure.